Event description:
It was reported that the physician was operating in a narrow heavily calcified vessel in the proximal part of the left main coronary artery. Two attempts were made to cross the lesion with the xience v stent delivery system (sds), after which the stent was found to be dislodged. The sds was withdrawn and an attempt was made to draw the stent back into the sheath; however, this was unsuccessful. The undeployed stent was left in the distal radial artery, where it remains. A non-abbott stent was used to complete the case. No patient effects were reported and no additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough ns; guiding catheter: 6fjl3.5; inflation device: merit; rhv: merit; sheath: 6fr; stent: firebird 3029. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon, consistent with handling and/or removal of the protective sheath. There was no contrast visible. The stent implant was not returned. The balloon was tightly folded and there were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned. There was no damage noted to the sds. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the lesion site was described as narrow and heavily calcified, which likely contributed to the crossing difficulties. Potential factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Based on the reported information, it appears that the stent dislodgment occurred during a failed attempt to cross the lesion due to the heavy calcified narrow vessel. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Overall, the reported failure to advance and stent dislodgment appears to be related to the operational context of the procedure. There is no indication of a product related quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.